Event description:
A caller reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Customer technical support provided the caller with complete pump reset information and guided them through the process. After the reset, the error code did not appear again, and the caller was able to successfully start a new sensor session.